Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Upon visual inspection, an external insulation abrasion was found breaching the outer insulation and exposing the outer coil distal to the suture tie impression. Upon electrical testing, no indication was found of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to another device or feature of patient anatomy.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing which led to pacing inhibition on the right atrial (ra) lead. The ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.